Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as the patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g per day, ongoing, route and duration were not reported) and amikacin injection (100mg per day, ongoing, route and duration were not reported) for the event. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.